Event description:
It was reported that the patient was seen in the office to adjust the ventricular pacing when a power on reset (por) was found on the implantable pulse generators (ipg). The por was cleared and the mode changed for pacing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri x2, implantable pacing leads, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. Critical ram parity error occurred in address 13 ca on (B)(6) 2013. Por (power on reset) severity is low as the device should be able to fully recover after reset.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.